Event description:
It was reported that pt never had therapeutic effect, and the pt had had a revision for a bad "wire." The pt also had pain during urination. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).